Event description:
As reported by the sales rep, the surgeon was performing a tonsillectomy when the colorado needle began to smoke and then caught fire. The insulation sheet of the needle was melted. The fire was extinguished by placing the needle into a sterile saline. The needle was not in the mouth when the needle malfunctioned and no harm was done to the pt. Needle was used in a valley lab handpiece which is run at cut: 25, coag: 25. A second colorado needle was then used to finish the procedure with no problems.